Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer and personality module surgeon console (pmsc) for failure analysis investigation. The units were analyzed and the following information was obtained: the hrsv monitor was returned for failure analysis and the reported issue was not replicated or confirmed. In log reviews, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed on our pca test system. Started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there was no issue. Personality module surgeon console (pmsc): in logs, the 48100 error was found indicating this pmsc failure confirming the fault that occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system completed program; after starting the unit failed error 48100 right away no further investigation replicated the reported event. The probable root cause of the customer-reported event in association with the findings from the failure analysis and field evaluation may be attributed to an electrical/fiberoptic defect of the pmsc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the right eye of the surgeon side console (ssc) high resolution stereo viewer (hrsv) was blank. The customer confirmed that the vision side cart touchscreen was displaying a normal image. The technical service engineer (tse) advised the customer to power cycle the system and cycle the ssc breakers then reseat the fiber cables. The customer did as instruct but the issue remained. The tse could not find related errors in the system logs and advised the customer to exchange the ssc for the case. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system powered on without errors or functional issues during preparation. The customer exchanged the surgeon side console with one from another system to continue the case and no patient injury occurred.